Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states that a pt was admitted for a closure fast procedure. The procedure went smoothly without complications. The pt returned to the facility 3 days post op and physician discovered a partial occlusive deep venous thrombus into popliteal vein. It extended from lesser saphenous vein and encroaches 40% into popliteal vein. The pt was given heparin sub q and coumadin 3 days after treatment.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.